Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a conclusive cause for the slda. The heart failure and recurrent mr appear to be due to procedural conditions due to the slda. Heart failure and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. Additionally, the hospitalization and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The UDI # could not be provided as the part and lot # were unknown.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: mitral valve repair using the davinci surgical system after mitraclip failure na.

Event description:
This is filed to report a single leaflet device attachment, hospitalization, recurrent mr, heart failure and surgery. It was reported in a research article that this was a mitraclip procedure to treat severe degenerative mitral regurgitation (dmr). The clip delivery system (cds) was advanced to the mitral valve and implanted and mr reduced to mild. About one month later the patient had recurring heart failure symptoms and it was found that the clip had a single leaflet device attachment (slda) and severe mr had returned. Five months after initial implant of the mitraclip, surgery was performed to remove the clip. The patient's heart failure symptoms improved significantly and follow up echocardiography shows residual mild mr. No additional information was provided.